Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of pioneer batteries, an alarm occurred when changing the power source on port 1, and the controller rebooted while a power source was connected at port 2. The device was not implantable and was in the patient's ownership. The product was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2019 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 30-oct-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. D1: heartware ventricular assist system-serial or lot#: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the battery (bat(B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manuf acturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a controller power up event with an associated pump start event was logged on 11/dec/2024 at 07:34:10, indicating a loss of power. The data point prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 43% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 91% rsoc. The data point recorded after the loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were recorded leading up to the loss of power. The loss of power corresponds with the reported alarm event. Review of the controller log files did not reveal any anomalies involving bat(B)(6) within the analyzed period. As a result, the reported alarm event was confirmed; however, the reported inability of the battery to provide power could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported battery not providing power event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.